Event description:
A home pt (hp) reported the titanium adapter had separated from his peritoneal dialysis catheter while using the homechoice device. The hp discontinued his therapy and notified his rn. The titanium adapter had been placed on 7/1/1999. The adapter was replaced, and the hp received a transfer set change. In addition, the hp received a prophylactic antibiotic (ancef 1gm intraperitoneally). No pt injury associated with this incident.